Event description:
Shortly after removal of soft contact lenses, began experiencing sharp eye pain, redness, tearing, blurred vision and photosensitivity in both eyes. Symptoms lasted for four days. Was using bausch & lomb renu with moistureloc for contact lenses. When the symptoms developed, was using the same solution to irrigate eyes without relief. Did not wear contact lenses for 5 wks. Upon resuming wearing contact lenses, the symptoms returned in the left eye while using same bausch & lomb renu with moistureloc. Used a different solution to irrigate the left eye, and the symptoms were less severe, with shorter duration of 2.5 days. Have not worn contact lenses since then. Still have the bottle of bausch & lomb renu with moistureloc. I thought I was experiencing bilateral corneal abrasions at the time, and self-treated with eye patches and copious irrigation. My eyes are fine now.